Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown (cracked dental restoration). As per CAPA (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days.

Event description:
The customer reported a crown cracked while wearing the aligners, the customer was not able to provide the impacted tooth number. The customer required medical intervention and restorative work was performed. It is unknown if aligner treatment was discontinued.

Manufacturer narrative:
Supplemental report: additional information was provided by the customer which does not reasonably suggest that the injury was serious, therefore section b5 was updated with the new information gathered and section h10 was updated with new codes under "health impact" and "investigation conclusions".

Event description:
The customer confirmed the impacted tooth was # 8 and no crown was broken but a filling, which is not considered as a serious injury.